Event description:
It was reported while using bd insyte-w¿ peripheral venous catheter the experienced needle through catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: recently found multiple needles on l1 and m2 where IV needle is defective. Plastic catheter is on hook. Basically this a problem that does happen more often when you've just made the wrong angle and are against the vessel wall, but could of course be that in these cases plastic was also affected beforehand. Have only seen it with blue needles.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issues of catheter tip integrity and catheter kink / bent was confirmed upon inspection of the photo. However, bd cannot confirm the causes of the failures to our manufacturing process since no sample was returned for evaluation. Device history record of packaged needle (pn) batch 2054679 catalogue number 381323 and its assembled needle (an) batches 2055139 and 1359563, part number 8083541 were reviewed.

Event description:
It was reported while using bd insyte-w¿ peripheral venous catheter the experienced needle through catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: recently found multiple needles on l1 and m2 where IV needle is defective. Plastic catheter is on hook. Basically this a problem that does happen more often when you've just made the wrong angle and are against the vessel wall, but could of course be that in these cases plastic was also affected beforehand. Have only seen it with blue needles.